Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed using another device. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not trigger x-rays. The fse reviewed the log file and found issues with the ippc (image processing pc). The fse replaced both frontal and lateral ippcs in the m-cabinet and installed software, but the issue persisted. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). With the guidance of support engineer, the fse upgraded the system to 8.1.30.15 by replacing the host pc, ippcs (frontal and lateral), dvi extensions and hdds (hard disk drive). The defective host pc and 4 ippcs were returned to philips for further analysis. The analysis could not confirm any issues with the host pc and 2 of 4 ippcs. The analysis confirmed that there was a power supply failure and hdd bay issue in the other 2 ippcs. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system intermittently would not trigger x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.